Manufacturer narrative:
The hill-rom tech thoroughly tested and inspected the bed and found no issues. The bed alarm functioned as designed. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performed preventative maintenance on their beds. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the bed exit alarm is not working properly. The bed was located at the account in the basement. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).